Event description:
It was reported that a minimum fill notification occurred when customer attempted to use pump cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by filling and loading brand new cartridge, and was able to successfully load cartridge onto pump and resume insulin.